Event description:
Resident was using commode. The aide got the resident hooked up to the stand and she checked his feet and hands before lifting. The stand stopped on its own about halfway up. The cna did peri care for the resident. The stand would not go all the way up, so the cna got a wheelchair to lower the resident onto. Before she could do so, the resdient said he was going down. He wasn't able to hang onto the handle grips. The cna helped the resident to the floor. The resident said he heard a pop or snap sound. The resident refused to go to the ER that day. The next day, there were visible signs of injuries on the resident. He went to ER the following morning and was in 10 out of 10 for pain. He had surgery done on his leg for a broken femur.

Manufacturer narrative:
Client had a hip replacement that was infected, hardware was removed, no hip at time of incident.